Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the product was returned for this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phacoemulsification handpiece was received for this investigation. A visual assessment of the returned sample revealed cable discoloration and a missing connector cap. When the handpiece was connected to a calibrated breakout test box, the resistance between low electrode and high electrode was found to be within specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. Disassembling the handpiece revealed a nonconforming/twisted electrode. The root cause of the reported ¿u/s (ultrasound) and torsional modes being unavailable¿ can be attributed to a twisted electrode. However, how or when the electrode became nonconforming remains inconclusive. The root cause of the reported system message codes (sms) remains inconclusive as no sms were observed during sample testing. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery both torsional and ultrasound were unavailable with ophthalmic surgical handpiece. The procedure was completed. There was no patient harm.